Event description:
The hcp reported that during a tuna procedure one needle appeared to quit functioning after 2-3 lesions had been created. A second cartridge was used to continue the procedure which developed high impedance readings and difficulty with the needle sheath retracting. The procedure was completed using a third cartridge. Following the procedure it was noted that the patient was experiencing bleeding with clot retention. The patient was hospitalized and treated with catheterization and bladder irrigations. Blood transfusions were not required and the patient was scheduled for discharge on the third day.